Manufacturer narrative:
Investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation were not observed: barrier was intact and excessive red blood cell on or in gel was not observed. Additionally, 200 retention samples from bd inventory were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, there was poor barrier separation seen in a large quantity of tubes across multiple lot numbers, three lot numbers are known, one is unknown. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Multiple lot numbers: d4. Medical device lot#: unknown, d4. Medical device expiration date: unknown, d4. Unique identifier (UDI) #: unknown, h4. Device manufacture date: unknown; d4. Medical device lot#: 4088512, d4. Medical device expiration date: 31-mar-2025, d4. Unique identifier (UDI) #: (B)(4), h4. Device manufacture date: 15-apr-2024; d4. Medical device lot#: 4088544, d4. Medical device expiration date: 31-mar-2025, d4. Unique identifier (UDI) #: (B)(4), h4. Device manufacture date: 22-apr-2024; d4. Medical device lot#: 4088554, d4. Medical device expiration date: 31-mar-2025, d4. Unique identifier (UDI) #: (B)(4), h4. Device manufacture date: 24-apr-2024. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, there was poor barrier separation seen in a large quantity of tubes across multiple lot numbers, three lot numbers are known, one is unknown. No adverse impact was reported regarding the patient or user.